Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician deployed a 20mm closure device twice, however, due to low compression and device prolapse, the size was increased to 24mm. Deployment was performed six times with the 24mm closure device. The closure device got stuck on the lateral wall, making it difficult to maintain alignment. The transseptal puncture site was changed. Axis alignment was resolved, and the closure device was successfully implanted in the laa of the patient. The pericardial effusion around the left atrial appendage indicated an increasing trend compared to pre-operative, however, no increase was noted around the right atrium. Laa angiography indicated no apparent perforation or contrast leakage. Following closure device release, a pericardial effusion around the laa increased, along with a pericardial effusion at the apex. The physician performed a pericardiocentesis draining 130cc of fluid from the patient. Two hours post procedure it was confirmed that the patient was doing fine following this event. There were no other complications that were reported to have occurred as a result of this event. It was further reported that the patient has since been discharged from the hospital.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician deployed a 20mm closure device twice, however, due to low compression and device prolapse, the size was increased to 24mm. Deployment was performed six times with the 24mm closure device. The closure device got stuck on the lateral wall, making it difficult to maintain alignment. The transseptal puncture site was changed. Axis alignment was resolved, and the closure device was successfully implanted in the laa of the patient. The pericardial effusion around the left atrial appendage indicated an increasing trend compared to pre-operative, however, no increase was noted around the right atrium. Laa angiography indicated no apparent perforation or contrast leakage. Following closure device release, a pericardial effusion around the laa increased, along with a pericardial effusion at the apex. The physician performed a pericardiocentesis draining 130cc of fluid from the patient. Two hours post procedure it was confirmed that the patient was doing fine following this event. There were no other complications that were reported to have occurred as a result of this event.